Manufacturer narrative:
A specific cause for the reported gastrointestinal bleeding, and a correlation between the device could not be determined. The pump was returned assembled with the driveline cut approximately 14 inches from the pump housing and the severed portion of the driveline was returned. Upon disassembly of the device, examination of the pump¿s blood-contacting surfaces revealed no depositions. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The referenced prior gi bleeding events were reported under the following medwatch MFR report numbers: 2916596-2015-01175, 2916596-2015-01559; 2916596-2015-01959; 2916596-2015-02141. Device unique identifier (UDI) ¿ (B)(4). Approximate age of device ¿ 12 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient has a history of gastrointestinal bleeding starting (B)(6) 2015 and has been on octreotide therapy. The patient's inr target goal was 1.5-1.8. The patient was transferred to a different implanting center on (B)(6) 2015 and on an unspecified date between then and (B)(6) 2016 the patient experienced a gi bleeding event. Endoscopy results were consistent with angiectasia. The patient's aspirin was stopped and carafate and danazol were started. The inr was maintained at 1.5-1.8. On (B)(6) 2016 the patient received a routine heart transplant. The lvad was reported to be operating as expected. No additional information was reported.